Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother was reporting via phone call that her son had low blood glucose level. Blood glucose level of the customer was below 40 mg/dl. The customer's blood glucose level was at 77 mg/dl she gave him juice 4-5 times. The customer was offered for troubleshooting for low blood glucose level. The insulin pump will not be returned for the analysis.